Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced a skin burn under the transmitter. Patient's certified diabetes educator (cde) reported that the patient's mother described the symptom as an actual burn in the shape of the transmitter, and not irritated skin. There was no reported damage or discoloration to the equipment. At the time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.